Event description:
It was reported that the customer was hospitalized back in march for low blood glucose. Troubleshooting was declined as customer stated that the insulin pump seems to be functioning. The spouse stated that the customer has not been using the insulin pump since he was admitted. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.